Manufacturer narrative:
Device powered up properly after battery installation. Device passed the displacement test and self test. No unexpected pump error 2 noted during testing. Device was received with a cracked battery tube threads. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had an e error code in the past and squirting out insulin during priming in the past. Customer was unable to clear the alarm and time clock was not visible on screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.